Event description:
A hospital in (B)(6) reported via our distributor that the felt piece on the back of two opt314 optiflow junior nasal cannulae started to separate from the cannulae. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Method: the complaint opt314 junior cannulae were not returned to fisher & paykel healthcare for evaluation. Our investigation is based on a photograph provided by the hospital and our knowledge of the product. Results: the photograph revealed that the loop pad (wigglepad padding) had started to peel off from the cannulae. A lot check was performed and no similar complaints have been received for the lot date provided. Conclusion: we are unable to determine the cause of the reported issue as the complaint cannulae were not returned to us. The user instructions that accompany the optiflow junior cannula show in pictorial format how to correctly apply the cannula and also contain the following statements: - "ensure skin is dry/prepared." - "check cannula remains secure on the face. Replace wigglepads if required." No patient consequence was reported.